Event description:
Patient reported right side device "feels like it is tearing off from the webbing when I bow down" and "have to hold boobs up so they don't hurt." Device has been explanted, replaced with non-allergan device, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.